Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed or the cause that contributed to the event be established. Based on the information available there was no report of a device performance allegation. The reported patient symptoms of infection and scarring are known risk associated with the procedure and indicated in the labeling.

Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp) leading to the device being previously removed. Some time later, the patient underwent a surgical procedure to place a malleable device. It was indicated that the corpora was found to be scarred. The malleable device implant was completed successfully and there were no further patient complications.